Manufacturer narrative:
(B)(4). The insulin pump received with blank flashing white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. The insulin pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked belt clip rails, cracked case on battery tube, cracked case on display window corner, cracked battery tube threads, and minor cracked lcd window. In summary, customer allegation for cosmetic damage (damaged lcd window) was confirmed during visual inspection where minor cracked lcd window was noted. Blank display and missing segments due to cracked lcd glass. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen was cracked. Customer stated that the insulin pump was neither bumped nor dropped. Customer experienced low blood glucose event and blood glucose level was at 2.4 mmol/l. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will be returned for analysis.